Event description:
It has been reported that the bd¿ syringe insulin 0.3ml 31ga 8mm w10 self has been found experiencing 30000 occurrences of containing mixed product before use. The following has been provided by the initial reporter: product with a different description in the box, and with another product inside. Corrugated code: 326778; sp code: 324913; bag code: 326778; in this case, it is a double error, since the corrugated and the bag are the same, but the box with 10 is different. In this case we have 75 corrugated with this problem. Batch: 7352736.

Manufacturer narrative:
H.6. Investigation: photos were returned that showed the description of the individual box does not correspond to the description of the bag and the collective box. During the DHR review there was no records of quality notifications found during the conditioning process. The lot was inspected and approved according to the applicable quality requirements to ensure its functionality. The complaint has been confirmed. The vision camera is configured only to read the volumetric capacity in the description of the box and does not take into account the gauge of the needle in the description. Change has been initiated to configure the vision camera to identify the complete description of the box. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ syringe insulin 0.3ml 31ga 8mm w10 self has been found experiencing 30000 occurrences of containing mixed product before use. The following has been provided by the initial reporter: product with a different description in the box, and with another product inside. Corrugated code: 326778, sp code: 324913, bag code: 326778. In this case, it is a double error, since the corrugated and the bag are the same, but the box with 10 is different. In this case we have 75 corrugated with this problem. Batch: 7352736.